Event description:
Patient representative reported right side ¿radiation infection, scarred tissue, swollen lymph nodes". Radiation infection is not device related. Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.